Manufacturer narrative:
Patient information not available for reporting. Device malfunctioned intra-operatively and was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that during an unknown surgical procedure on (B)(6) 2018, the 1.25mm threaded guide wire broke in the patient while drilling for the 4mm cannulated screw. It was determined that drilling over to get the wire fragment out would cause more harm than leaving it in the patient, so the decision was made to leave the broken wire in the patient. Surgery was completed successfully. Concomitant devices reported: screw (part number unknown, lot number unknown, quantity 1), drill bit (part number unknown, lot number unknown, quantity 1). This report is for 1.25mm threaded guide wire 150mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part: 292.620s, lot: l755123: manufacturing site: selzach, supplier: (B)(4). Release to warehouse date: 05. Feb. 2018, expiry date: 01. Jan. 2028: device was first manufactured unsterile under the lot l689281 in balsthal and sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 292.620 with lot l689281 were reviewed: no non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The manufacturing documents were reviewed and no complaint related issues were found. Product was not returned, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient ethnicity is unknown. Code 3191 used to capture surgical delay of 2 or 3 minutes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was a surgical delay of 2 or 3 minutes.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during an unknown surgical procedure on (B)(6) 2018, the 1.25mm threaded guide wire broke in the patient while drilling for the 4mm cannulated screw. It was determined that drilling over to get the wire fragment out would cause more harm than leaving it in the patient, so the decision was made to leave the broken wire in the patient. Surgery was completed successfully. There was a surgical delay of 2 or 3 minutes. Concomitant devices reported: screw (part number unknown, lot number unknown, quantity 1), drill bit (part number unknown, lot number unknown, quantity 1). This report is for 1.25mm threaded guide wire 150mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Corrected data: event date is (B)(6) 2018 and was wrongly reported as (B)(6) 2018 in initial report. Updated as per event date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.